Event description:
Pt's drug screen was reported as positive. Pt denied use of drugs. Sample was sent to reference lab for confirmation and found to be negative. This is the second occurrence of false positives that our institution has revealed using the alere triage drugs of abuse panel.